Event description:
The paramedic reported that when they arrived on scene to treat the patient, the device did not recognize two sets of defibrillator pads. A second responding unit was on scene promptly and attached the pads to their AED which delivered shock in a timely manner. Return of spontaneous circulation was achieved before transport to the hospital. The patient later coded in the emergency department and died. The paramedic who was on the scene stated that the device behavior was not a factor in and did not impact the patient outcome.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.